Event description:
It was reported that the transesophageal (tee) probe control handle allows proper forward deflection to the 120 degree limit but then can easily be bent past this limit manually. With the probe in the pt it was manually deflected past the limit making it difficult to withdraw. No injury was reported. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.